Manufacturer narrative:
The reported event was addressed with phone support. The customer informed the field service engineer (fse) to check the orientation of the scope at the patient side cart (psc) and on the vision side cart (vsc) touchscreen. After reseating the endoscope and restarting the system, the issue was resolved and there were no flipped video issues during the cases that followed. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the field service engineer (fse) that the 30-degree endoscope video was upside down during the case. The procedure was completed with no reported injury.